Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to a lifted pad on a connector on the control board. The customer declined the recommended repair; therefore, the device was labeled not for clinical use and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to charge to set energy. Complainant indicated that there was no patient involvement in the reported malfunction.